Manufacturer narrative:
Approximate age of device - 2 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient was admitted for gi bleeding evaluation. Patient was now in heparin bridging to coumadin, observed overnight to have darker urine and stool, with intermittent flows. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A direct correlation between the device and the reported gastrointestinal bleeding could not conclusively be established through this evaluation. Analysis of the log file provided by the account revealed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. The submitted log file contained data from (B)(6) 2018 through (B)(6) 2018. Pump power, estimated flow, and average pi typically ranged from 5.1 to 6.5 watts, 4.3 to 7.7 lpm, and 1.9 to 6.5, respectively. Elevations in pump power and estimated flow were observed throughout the log file, ranging from 7 to 8.4 watts and 8 to 11.4 lpm, respectively. No other atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Additional information was requested but not provided. The patient remains ongoing on heartmate ii lvas pump and no further events have been reported at this time. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.